Manufacturer narrative:
B3: date of event is unknown. Procedure date used. H3 device eval by manufacturer: system received for service. Testing of the system before performing product maintenance couldn't duplicate the problem. Performed a freeze on all four channels, one needle in each channel. Water used for the bath was cold. Ice ball formation looked normal for each channel. Repeated the test using warm water, temperature about 98 degrees f. Ice balls again looked normal for each channel. Did not measure the ice balls. Performed product maintenance. Adjusted interface manifold alignment to reduce force needed to lock the channels, especially channel 3 and 4. Added missing accessories, dual tank adapter, user manual, ethernet cable, flash drive.

Event description:
It was reported that a patient was undertreated after cryoablation with a visual-ice system. A patient underwent cryoablation for renal cell carcinoma on (B)(6) 2020. One iceforce cryoablation needle was used. No reported issues occurred during the procedure and the iceball size was confirmed to adequately cover the lesion. During follow up (date unknown), it was identified that the lesion was undertreated and the patient underwent additional cryoablation for re-treatment. It was further reported that the most recent post-procedure scan still shows residual tumor. The physician reported that the system is not creating sufficient ice.

Manufacturer narrative:
Date of event is unknown. Procedure date used.

Event description:
It was reported that a patient was undertreated after cryoablation with a visual-ice system. A patient underwent cryoablation for renal cell carcinoma on (B)(6) 2020. One iceforce cryoablation needle was used. No reported issues occurred during the procedure and the iceball size was confirmed to adequately cover the lesion. During follow up (date unknown), it was identified that the lesion was undertreated, as a result, the patient underwent an additional cryoablation procedure. It was further reported that the most recent post-procedure scan still shows residual tumor. The physician reported that the system is not creating sufficient ice.